Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was to be used to deliver blood for an exchange transfusion. The customer contact reported the physician had difficulty connecting the male adapter locking spin collar of the tubing set to the pt's unspecified catheter. During the connection, the customer contact reported the pt lost "2mls of blood or less" and the pt's arterial line was clotted. The tubing set and catheter were replaced and the transfusion was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.